Event description:
It was reported that the backup vvi operation was noted on the pulse generator remotely via transmitter. The asymptomatic patient was brought into the clinic for further testing. No intervention was performed. The patient remained stable.

Event description:
New information on (B)(6) 2017 stated that the device was explanted on (B)(6) 2017.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench. The cause of bvvi was due to non maskable interrupt.